Event description:
It was reported to philips that the heartstart xl+ device did not pass the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the processor pca failure. Customer refused service from philips and wanted to ask a third party for repair. No further information regarding the resolution was provided. The device remains at the customer's site. No further action is warranted at this time. H3 other text : customer refused service from philips.